Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing thresholds and noise on the stored electrogram. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.